Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a tumor resection procedure, the power on the cusa clarity console (c7000) was very weak, ramping up to 100%, but not feeling like it - it was very slow. The console was replaced with a cusa excel, and the handpiece was changed before changing the console to the excel. There was an hour delay in surgery with no patient injury reported.

Event description:
N/a.

Manufacturer narrative:
Cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and the following anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - fault could not be replicated. Functional testing completed and meets manufacturer¿s specifications. Root cause - based on reported failure "power is weak", a possible root cause is handpiece may have a blocked tip or be damaged. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.